Event description:
The account alleges that the brake on the head end of the bed will engage, but will not hold.

Manufacturer narrative:
The account informed the technician that this device is not going to be repaired at this time. The device has been removed from service, and placed in storage. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.